Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, did not experience repeat malfunction after reset, and was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.